Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited oversensing, an increase in lead impedance measurements, and intermittent loss of capture one day post operative. The physician elected to replace the lead.